Event description:
The cuff of an lma fastrach failed to completely inflate during patient use.

Manufacturer narrative:
The lma fastrach's adaptor cap has become detached from the valve core and was not returned along with the device for evaluation. It is probable that non-recommended chemicals have caused this fault. This report contains info from third parties, the accuracy of which has not necessarily been confirmed by the rptr.